Event description:
It was reported that pump screen was dark and would not turn on, and when it did turn on after repeated attempts, button remained extremely difficult to press and required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, followed button-press instructions, and planned to use multiple daily injections as backup insulin therapy, while technical support arranged a replacement pump, confirmed warranty and shipping address, instructed customer to place pump into storage mode and transfer pump settings and cgm connection to replacement pump, and directed return of problematic pump using prepaid label within 10 days.